Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that high and out of range pacing lead impedance was noted a day after the implant procedure. The physician did not allege any malfunction on the device. Device diagnostics and trends were cleared. The patient was stable throughout the event.